Event description:
During an elective cardioversion procedure, the device allegedy displayed a flat ECG trace inappropriately following the second shock administered to a pt. Also, the operator thought energy may not have been delivered during the first shock. This opinion was based on the lack of ECG coversion and the operator's observation that the unit did not make the typical sound when the discharge occurred. The device was being used with a cardiotronics lp9p coordinator adapter and cardiotronics disposable combination electrodes. The pt's ECG was being monitored through the disposable combination electrodes. The operator changed to monitor lead ii and atrial fibrillation was displayed. A backup defibrillator was made available and used to administer a third shock and the pt was converted. There were no adverse affects to the pt reported as a result of the alleged malfunction.